Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.138 ohm. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.061 ohm. The device also failed the 30 psi occlusion test, recording a pressure of 21.500psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 310 to 295. Following the recalibration, the device passed the 30 psi occlusion pressure test at 29.550 psi, which is within specification. CAPA-zm2023-23 was initiated to investigate the occlusion root cause. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.138 ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.061 ohm. T the device also failed the 30 psi occlusion test, recording a pressure of 21.500psi which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 310 to 295. Following the recalibration, the device passed the 30 psi occlusion pressure test at 29.550 psi, which is within specification. No patient involvement was reported.